Event description:
Consumer was transferring, retainer clip allegedly came undone which caused him to fall on the floor. The consumer allegedly sustained pain in his back, right knee and right ankle. No serious injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ta4, (B)(4) is approximately 3 years (B)(4) old. The user manual part number 1110545 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a paraplegic who has been using this device for 3 1/2 years. His stability and medication regimen are unknown. The consumer is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.